Event description:
It was reported that the patient experienced dizziness, did not feel well and had a heart rate of 45 beats per minute. The ventricular lead exhibited loss of capture in unipolar and bipolar configurations, but appeared to be in a good position. Loss of capture was suspected due to the patient's history of myocardial infarction. It was elected to reposition the lead in 2009. The patient returned three days later, still feeling unwell. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.